Event description:
Groshong chatheter was being inserted by md, while tunneling the catheter and ipon pulling the catheter out, the dacron cuff on the catheter became loose from the catheter. The physician made an additional incision searching for the cuff, but it was not located. Manufacturer called by the md, the day of this incident & reported events.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.